Event description:
It was reported that the patient with this neurostimulator has a urinary tract infection (uti) and is being treated with an antibiotic. The representative will follow up with the patient in a week once the patient is done with their antibiotic and to see if any adjustments are needed to their stimulation settings. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block e1: initial reporters email address. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to uti which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator has a urinary tract infection (uti) and is being treated with an antibiotic. The representative will follow up with the patient in a week once the patient is done with their antibiotic and to see if any adjustments are needed to their stimulation settings. There were no additional patient complications.